Manufacturer narrative:
Product event summary: hw28323 was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the site indicated that the patient experienced symptoms of dysarthria and was admitted because a cerebrovascular accident (cva) was suspected; however, computerized tomography (CT) scans of the brain were negative for stroke. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction is a known potential complication associated with the implantation of a vad pump. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced an embolic stroke event associated with slurred speech. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. This regulatory report is being submitted as part of a retrospective review and remediation per d00595827 due to an FDA audit observation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced symptoms of dysarthria and was admitted because a cerebrovascular accident (cva) suspected. Computerized tomography (CT) of brain was negative for stroke, repeat CT done and results continued to be negative. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.